Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: the device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the doctor was performing closure with the 6 french angio-seal, the deployment went well; however, in the pull-out phase everything came out. The anchor, collagen and suture were still in the hub. Manual compression was needed. There was no harm to the patient. Additional information was revied on 08aug2024: the procedure performed prior to use of the angio-seal was pta. A 6 french procedure sheath was used. A pre-deployment angiogram and ultrasound were performed. The patient was no stable condition. No blood loss was reported. No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by attempting to reset and redeploy the returned device. However, the device was unable to be reset to the forward lock position and sustained damage during the process. The carrier tube was subsequently removed from the hemostasis sheath and was found to have been coated in dried blood. The complaint was confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction of the distal tip preventing proper device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).